Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 6 apex locator provided incorrect measurements; no injury resulted.

Manufacturer narrative:
Evaluation found that the motherboard is defective due to the measuring jack being broken (likely dropped) and the display was not functioning. The battery was changed as preventive maintenance. File clip not received for evaluation. As desired by the customer, the device was returned with unrepaired parts. The customer was informed that with the unrepaired parts the device is not suitable to be used in patients.